Manufacturer narrative:
The cause for this issue is being investigated by the siemens.

Event description:
Siemens internal personnel reported that d50 (glucose sensor connection error) and d51 (lactate sensor error) diagnostics codes being circumvented by a defect in the real time processing (rtp) code on the rapidlab1260/1265 platforms. There was no report of injury due to this event. (Note: real time processing (rtp) software used on the rapidlab 1260, 1265 to process sensor signals.)

Manufacturer narrative:
Siemens investigated the issue and identified following root cause for the issue; the software defect was introduced in rapidlab 1200 software version 2.0. The defect was introduced as a result of fixing an existing defect. During analysis of the proposal to fix the existing defect the ramification regarding the use of the "restore cartridge use" message was overlooked. The use of this logic currently prevents proper enforcement of the d50 and d51 diagnostic tests. The d50 and d51 diagnostics were not re-verified following the ui change to increase the frequency of messaging. Siemens issued an urgent field safety notice (B)(4) to notify all affected siemens customers.